Event description:
It was reported the patient had high impedances on their lead. Surgical intervention may take place on a later date.

Manufacturer narrative:
Date of event is estimated.

Event description:
Surgery occurred on (B)(6) 2022 where the lead was replaced. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.